Event description:
Per staff, unknow if it was belmont c81287 or c80903. Belmont was primed without difficulty. When attempting to infuse blood an error stating there was air in the chamber kept alarming. Attempted to squeeze the chamber multiple times to correct but kept receiving the same error message. Was able to turn off/on and re-prime without difficulty. No air was seen /detected by this registered nurse (rn) or other rns involved. Had to hand pump blood into the patient using blood tubing.